Event description:
I had a partial knee replacement surgery on (B)(6) 2022 and I informed the admission nurse, anesthesiologist and surgeon that I am allergic to chlorhexidine. Two days after my surgery, I changed the medvance bandage covering my incision and noticed some redness and I planned on just keeping an eye on it. A week later, the redness around my scar was getting worse, not better, so I went to see the orthopedic surgeon to get it checked. I was initially told that it was a reaction to the medvance. I took pictures throughout this whole process and my knee continued to get worse. I read the surgery report throughly and towards the end of the report I saw that my knee was irrigated with irrisept. I looked it up only to find out that it contains chlorhexidine. The surgery report did not indicate the percentage of solution in the irrisept, I notified the orthopedic surgeon, I was the one that had to do the research and inform the surgeon that this allergic reaction was a preventable considering that fact that I notified them of my chlorhexidine allergy. The orthopedic surgeon reported that the operating room team knew of my allergy and irrisept was commonly used to irrigate a knee after a replacement, that chlorhexidine wasn't in big letters on the container and it slipped through the cracks that my knee was irrigated with irrisept. I have attached pictures of my knee. While the incident delayed my recovery process, it did not cause any permanent damage that I know of at this time. I'm noticing in my research of chlorhexidine that it is a rare allergy and my hope is that nobody has to go through what I went through.